Event description:
A malfunction was reported on the pump, and it was noted that there were no notable events before the malfunction occurred. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and the malfunction did not recur afterward. The customer was advised to follow up for further assistance if needed and was informed that they could continue using the pump. No further action was required from technical support.